Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. A ts consultant discussed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: further information was provided that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. The device is already programmed for chronic atrial fibrillation, and had a longevity estimate of 4 years at last year's visit. A decrease in the estimated battery longevity was observed during the most recent device interrogation and is now showing 1.5 years remaining. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended or to have the battery status reevaluated within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. A ts consultant discussed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: further information was provided that this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. Analysis of device data confirmed premature battery depletion. A ts consultant discussed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information indicating that this device still remains implanted and in service. The patient was recently seen in clinic, and another analysis was performed by boston technical support, which determined that the battery now has one-year remaining longevity. A replacement procedure has been scheduled.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.